Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and necrosis.

Event description:
Healthcare professional reported right side infection with "mrsa, mrse, ecoli" and necrotic tissue with tissue expanders. Device was explanted.